Manufacturer narrative:
MFR control no. Dc980393. The sample has been returned to arrow. Examination of the returned sample found that the distal end of the catheter was oval and unevenly cut. This condition is consistent with the catheter being repeatedly compressed. Since this port was placed in the pt's arm, the compression at the elbow is the most likely cause of the catheter fracture.

Event description:
It was reported that after the port and catheter were implanted, the catheter fractured and a small fragment had to be retrieved via a snare device. There were no reported pt complications.